Event description:
Catheter dislodgement was reported; the reporter stated that the "catheter has come loose, in fact he has no catheter going into his intrathecal space." The reporter didn¿t know when the event occurred, and reported having record of the pump being in minimum rate mode with baclofen on (B)(6) 2014. The reporter mentioned being directed to fill the pump with saline on the report date and leave the pump in minimum rate mode. No patient symptoms or outcome were reported. The pump was previously delivering baclofen. Follow-up is being conducted for additional information, including intervention and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).